Event description:
Procedure: lavh. According to the reporter: whena device from another manufacturer was inserted into the trocar, it port and parts fell into the cavity. The broken parts were retrieved.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: no patient harm. Patient status is good. Operating time not extended. No tissue damage. Pieces fell into the cavity and could be retrieved. No bleeding. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).